Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00009 correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenoscope with a single use distal cover and a single use extraction balloon, the distal cover split open during the procedure and several devices broke because of it. It was observed that bioburden had gotten lodged behind the elevator of the scope. The elevator could not fully function in its range of motion, could not go fully up and down. At first, the customer noticed that the device (scope/distal cover) was not able to pass smoothly through the channel, and the physician observed that he was not able to fully open or close the elevator. The elevator jammed at 45 degrees angle and was not able to fully open. When passing devices, the physician ended up stripping and breaking some of the devices. An extraction balloon that was broken up inside the patient's duct and they had to take scope out and go retrieve it. Once retrieved, the physician to use a different balloon and it started to break because could not fully open elevator, it felt jammed. The physician placed a stent. After barely placing the stent, they finished the procedure. The physician took scope out and realized cap was completely split at the top, and there was a lot of bio burden back behind the elevator causing it to not fully open and close. There were no procedural or anatomical challenges that could have contributed to the distal cover splitting. The lot number cannot be provided for the distal cover used. The scope is not being returned to olympus for repair. Once the scope was cleaned, the scope was found to be in working order. The elevator was moving without issue. The physician was successful in sweeping the stones, but the balloon popped due to sharp stone edges. Another balloon ripped before inserting it into duct. In hindsight, the elevator was not moving appropriately due to sludge and stone jamming behind the elevator channel. This was not known at the time of the procedure. A non-olympus retrieval device was used to extract the balloon from the patient¿s duct. It was observed that the balloon was stretching inappropriately. There were no adverse effects to the patient as a result of this occurrence. The procedure was completed. The patient¿s current condition is reported as discharged home in stable condition. Case with patient identifier (B)(6) reports the b-v243q-a. Case with patient identifier (B)(6) reports the tjf-q190v. Case with patient identifier (B)(6) reports the maj-2315.

Manufacturer narrative:
This report is being updated to provide investigation findings. Since the subject scope was not sent to olympus, scope inspection result was unavailable. Device history record (DHR) review we confirmed via DHR that the scope satisfied all design and safety specifications when it was shipped. The reported events were considered preventable because instructions for use (IFU) (operation manual) states as follows. Important information ¿ please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Conclusion: olympus was not able to conclusively specify the root cause. Consideration: presumable causes: distal cover got split during procedure, accessories used in procedure broke because of it. An extraction balloon was broken in the patient¿s body, and the user had to retrieve it. Forceps elevator did not move normally due to sludge and stones jamming behind the elevator. We considered from the following investigation result that the forceps elevator did not move normally due sludge and stones jamming behind the elevator. However, we were not able to specify the cause of sludge and stones remained behind the elevator. After reprocessing, the elevator moved normally.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation per CAPA-200413. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the forceps elevator did not move normally due to sludge and stones jamming behind the elevator. Although the cause of the sludge is unknown; the elevator moved normally after reprocessing the device. The foreign material could not be identified. There was no physical damage observed in the area where the foreign material remained. In addition, it could not be confirmed whether the use¿s reprocessing method deviated from the instructions for use (IFU). Therefore, the root cause could not be determined. This supplemental report includes corrections to d4, d8 and h4. Olympus will continue to monitor field performance for this device.